Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the rep left multiple messages with the patient but received no responses. There was reportedly "nothing in the schedule for the patient to have surgery."

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011 product type: lead. (B)(4).

Event description:
Additional information received reported the patient was ¿getting the pain still even with just the one wire programmed.¿ it was reported the patient would be seeing her pain physician soon to discuss options.

Event description:
It was reported the patient had fallen 4 months ago. X-rays showed there was no movement of the lead. About a month after the fall, the patient started to feel discomfort around the implantable neurostimulator (ins) incision. It was reported as severe when the ins was on. It was also reported to be present to a smaller degree when the ins was off and the patient stood for a long time. It was reported all impedances were within normal limits. It was noticed during trouble shooting, the patient felt much more pain when the 0-7 lead was activated as opposed to the 8-15 lead. It was noted the manufacturer representative was going to follow up with the patients hcp about replacing the 8-15 lead.